Event description:
Device malfunction: 1) balloon rupture, 2) detachment from source. Time of malfunction: during dilatation, 2) during balloon retrieval. Symptoms/ae: 1) hypotension, 2) hypertension, mi, acute renal failure. Time of symptoms/ae: 1) during procedure, 2) post procedure. It was reported that during a predilatation of the left renal artery lesion, in preparation for stenting an agiltrac ruptured and detached leaving a portion of the balloon lost in the aorta and another portion pinned to the renal artery with a stent. Via brachial access, an agiltrac was used to appose a partially deployed stent in the renal artery and inflated with good result. Afterwards, the agiltrac was brought to an ostial lesion in preparation for further stenting. The physician described inflations as "up to 14 atmospheres" and that "the balloon ultimately popped on this coral reef shelf. Attempts at bringing back the balloon into the sheath were met with some resistance." He stopped and tried again and this time did not feel resistance. He did not realize the balloon had detached until he went back in with the stent, and saw that "the distal tip of the balloon became transected off the shaft." He then advanced a snare device through the femoral artery in an attempt to retrieve the balloon piece, and after deploying the snare, it appeared that one of the markers went into the aorta and was lost.

Manufacturer narrative:
Quality assurance analysis revealed that the catheter was returned with blood and contrast visible on the shaft, side arm and the remaining secton of the balloon. The balloon was ruptured, torn and separated. There was 15.0 mm of the proximal shoulder and taper of the balloon attached to the shaft. The other piece of the separated balloon was not returned. There was a 9.0mm longitudinal rupture on the proximal shoulder of the balloon. There was a radial tear on the distal end of the proximal shoulder. The inner member was completely separated from the shaft and it was not returned. There was no other damage noted to the catheter. The catheter was sent to scanning electron microscopy (sem) for further analysis. Quality egineering reviewed the incident information and the analysis of the returned device. It was reported that a partially deployed stent required additional deployment and an agiltrac 35 was brought to the stent site and inflated to successfully deploy the stent. After deploying a partially deployed stent the agiltrac was deflated and advanced to the original target lesion for dilatation. The balloon ruptured at a reported 17 - 21 atms, resistance was noted and the balloon catheter was removed. A second stent was advanced to this target lesion, but the physician noticed 2 balloon markers and the tip of the balloon at the lesion site. The separated piece of the balloon was then pinned against the renal artery with the second stent. The lab analysis on the returned balloon catheter noted that the ballon was ruptured, torn and separated. Only 15 mm of the balloon remained attached to the catheter, the rest was torn off and was not returned for analysis. There was 9 mm longitudinal rupture on the proximal shoulder of the balloon and a radial tear on the distal end of the proximal shoulder. The inner member was completely separated from the shaft and not returned. The device was sent to the sem lab for further analysis. The sem analysis indicated that the radial separation of the balloon may be attributed to mechanical damage and the inner member separation may be attributed to ductile overload. It was orginally reported that the balloon ruptured at an applied pressure of 17 - 21 atms. The operative report indicated that the applied pressure was at 14 atms. The rbp (rated burst pressure) for this device is 14 atms. Pressures between 14 atms and 21 atms should not be applied, especially in a heavily calcified artery. It is clearly stated in the associated IFU (information for use) to not exceed the rbp and the IFU does state that this device is not recommended for applications that may require inflation higher than those recommended for this catheter. The finished goods sample inspection for the lot passed with balloon rupture tests results far exceeding the minimum requirements. The lot history record (lhr) was reviewed and there are no non-conforming material reports associated with this part and lot number. Based on the lhr review there is no indication that the device failed to meet its specifications. Although, quality engineering was unable to determine a specific root cause in this case and the actual balloon pressure is not given (only a range), the most probable root cause is operational context due to the patient's anatomy (heavy calcification) and applying pressures at or near the rbp. This case is considered closed by the quality assurance department.